Event description:
It was reported that the patient underwent an anterior cervical discectomy fusion at c6-7. It was reported that 29.5 months postoperatively, the surgeon noted a broken screw at c7. No treatment was required. No incident of a broken screw was dictated on a 24 month radiology report. Approximately 58.5 months postoperatively, prior films were reviewed and showed "broken screw is stable." No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.